Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the cause was due to customer's personal profile settings. Customer required assistance from son to treat bg level via consumption of carbohydrates. Additionally, customer's healthcare provider assisted customer in updating profile settings.